Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, oversensed noise was observed resulting in a stored nonsustained ventricular tachycardia (vt) episode. An invasive procedure was performed. This lead was successfully explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.